Manufacturer narrative:
A batch review was conducted and it was found that during manufacturing, under-insertions were noted during visual inspection. The nonconforming product was discarded. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set leaked during infusion. This was identified when fluid was noted on the patient¿s clothing. Upon further inspection, the leak appeared to be coming from the port bung area of the set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.